Event description:
The reporter contacted animas on (B)(6) 2012, alleging that one of the keypad buttons (unknown) was sticking. The pump was reportedly worn in a pocket. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged keypad button which remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.